Event description:
It was reported that during a da vinci assisted right hemicolectomy, the customer experienced issues with blue sureform 60 instrument reloads. There was an "orange protrusion" near the end of the blue sureform 60 reloads. However, when the white sureform 60 reload was fired, there was no such protrusion seen. The surgeon mentioned a message saying the stapler was not connected to the arm, which the technical support engineer (tse) could not confirm via system logs during the call. The clinical sales representative (csr) stated during follow up that the surgeon was unsure if the instrument stapled correctly because upon opening the jaws after firing, the tissue was stuck to the reload. Another instrument was used to pull the tissue off, but it was unknown if there was damage to the tissue as the distal portion of the staple line, in the common channel, could not be visualized. Out of precaution, the procedure was converted to open so the staple line could be revised with a third-party stapler.

Manufacturer narrative:
Based on the current information provided, the cause of the stapler issue was unable to be determined. No product has been returned to intuitive surgical, inc. (Isi) for failure analysis (fa) investigation. Advanced stapler logs showed the instrument was installed on the system 4 times and fired 4 reloads (1 white, followed by 3 blue). On install 1, the system failed to detect the reload color and the user manually selected the white reload. The first clamp was successful, and the firing was completed with no pauses for compression. On installs 2-4, the first clamp was successful, and the firings were completed with no pauses for compression on each. There were no stapler related errors in the system logs. The orange protrusion is likely referring to the pushers, which are orange colored for blue reloads. It¿s not uncommon to see some pushers protruding slightly above the top surface of the cartridge, post firing. White reloads have blue colored pusher, which is why the customer wouldn¿t see an orange color when a white reload was fired. A system log review did not reveal any system errors that would have caused or contributed to the reported event.